Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a tampon leaving the tampon stuck inside her. She was able to manually remove the tampon but this caused excruciating pain and cramping in uterus. After removal of the tampon, she experienced prolonged menstruation which she spoke to her gynecologist about. Her pain has improved but the bleeding has not resolved.